Event description:
It was later reported that patient has had no surgeries or hospitalizations since ipg implant. No other relevant information has been received to date.

Event description:
Additional information was received including study notes and additional screen shots from the reported events.

Event description:
Quality engineering review was completed and determined the malfunction to be a display error of fluctuation in battery status indicator. Based on historical data analysis the issue could be due to either a transient short involving the generator battery or a random component failure. No other relevant information has been received to date.

Event description:
Additional information was received indicating the battery has rebounded. Data for this event was sent in and reviewed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient's battery depleted down to 20% from 100% in 6 months. Based on the decoder review, a reading of 20% as reported would be much lower than expected which would indicate the device is prematurely depleting. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.